Event description:
It was reported that the as lvp 20d 3ss 0.2m cv experienced air bubbles/air in line, leakage, and flow issues. The product defects led to medical intervention being applied. The following information was provided by the initial reporter: patient had a dextrose 10% (d10) medication running through a left-arm peripheral IV (piv) at 5.7 ml/hr per orders d10 fluids started after discussing with neonatal nurse practitioner (nnp) , another accu-check would be obtained 1 5 hrs later. Once fluids strung, fluid level in bag above the "50" line previous accu-checks before IV fluids had been stable at 64 and 45. When accu-check obtained, it read "high" this rn rechecked, and it again said "high". Nnp's called and ordered to try second accu-check machine, which also read "high" a few minutes later. IV fluids immediately stopped and entire IV pump system turned off. Nnps at the bedside. Serum glucose obtained immediately and sent to lab at approximately 10 minutes later. D10 bag was at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing when stringing lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After IV pump system turned off, fluid was still seen dripping into reservoir chamber below where bag is spiked, and the fluid level was slightly below the "150" line on the bag both roller and tri-set port clamped, and IV tubing removed from patient. Piv saline locked. Nnp at bedside for this. Diapers weighed from 2nd care visit. The patient urinated during the diaper change so two diapers were used. The first diaper weighed 14g and the second weighed 30g nnps updated on this. 20 minutes later, lab results were scill nor input m powerchart called lab again regarding this lab results called to nicu and called to nnp. Serum glucose was critical at 971. Patient's vitals stable and monitoring and rn at bedside. Mother updated in her mother-infant unit room by nnps approximately 10 minutes later, serum glucose and electrolytes drawn per nnp and sent to lab diaper changed at this time and weighed 15g. Critical sodium of 128 and critical glucose of 645 called to nicu from lab. These results were called to nnp patient's vitals and status stable. This rn at bedside and monitoring.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the as lvp 20d 3ss 0.2m cv experienced air bubbles/air in line, leakage, and flow issues. The product defects led to medical intervention being applied. The following information was provided by the initial reporter: patient had a dextrose 10% (d10) medication running through a left-arm peripheral IV (piv) at 5.7 ml/hr per orders d10 fluids started after discussing with neonatal nurse practitioner (nnp) , another accu-check would be obtained 1 5 hrs later. Once fluids strung, fluid level in bag above the "50" line previous accu-checks before IV fluids had been stable at 64 and 45. When accu-check obtained, it read "high" this rn rechecked, and it again said "high". Nnp's called and ordered to try second accu-check machine, which also read "high" a few minutes later. IV fluids immediately stopped and entire IV pump system turned off. Nnps at the bedside. Serum glucose obtained immediately and sent to lab at approximately 10 minutes later. D10 bag was at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing when stringing lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After IV pump system turned off, fluid was still seen dripping into reservoir chamber below where bag is spiked, and the fluid level was slightly below the "150" line on the bag both roller and tri-set port clamped, and IV tubing removed from patient. Piv saline locked. Nnp at bedside for this. Diapers weighed from 2nd care visit. The patient urinated during the diaper change so two diapers were used. The first diaper weighed 14g and the second weighed 30g nnps updated on this. 20 minutes later, lab results were scill nor input m powerchart called lab again regarding this lab results called to nicu and called to nnp. Serum glucose was critical at 971. Patient's vitals stable and monitoring and rn at bedside. Mother updated in her mother-infant unit room by nnps approximately 10 minutes later, serum glucose and electrolytes drawn per nnp and sent to lab diaper changed at this time and weighed 15g. Critical sodium of 128 and critical glucose of 645 called to nicu from lab. These results were called to nnp patient's vitals and status stable. This rn at bedside and monitoring. D.1. Medical device brand name: as lvp 20d 3ss 0.2m cv. D.4. Medical device catalog #: 2432-0007. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k) #: k944320. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/1/2021. H.6. Investigation: one sample was returned for investigation. There were no anomalies observed with the returned primary set (model 2432-0007) and there were no leaks observed from the set. The customer complaint that the IV tubing had air bubbles in it, that the tubing was leaking into the reservoir chamber after the pump system was turned off and, that the fluid level would not flow accurately was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Date of birth: this information was not provided by the initial reporter therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced air bubbles/air in line, leakage, and flow issues. The product defects led to medical intervention being applied. The following information was provided by the initial reporter: patient had a dextrose 10% (d10) medication running through a left-arm peripheral IV (piv) at 5.7 ml/hr per orders d10 fluids started after discussing with neonatal nurse practitioner (nnp) , another accu-check would be obtained 1 5 hrs later. Once fluids strung, fluid level in bag above the "50" line previous accu-checks before IV fluids had been stable at 64 and 45. When accu-check obtained, it read "high" this rn rechecked, and it again said "high". Nnp's called and ordered to try second accu-check machine, which also read "high" a few minutes later. IV fluids immediately stopped and entire IV pump system turned off. Nnps at the bedside. Serum glucose obtained immediately and sent to lab at approximately 10 minutes later. D10 bag was at the "150" line on the bag at this time. This nurse had to run extra fluid through the tubing when stringing lines in order to clear air bubbles, but not enough that the fluid would be at the "150" line at this time. After IV pump system turned off, fluid was still seen dripping into reservoir chamber below where bag is spiked, and the fluid level was slightly below the "150" line on the bag both roller and tri-set port clamped, and IV tubing removed from patient. Piv saline locked. Nnp at bedside for this. Diapers weighed from 2nd care visit. The patient urinated during the diaper change so two diapers were used. The first diaper weighed 14 g and the second weighed 30 g nnps updated on this. 20 minutes later, lab results were scill nor input m powerchart called lab again regarding this lab results called to nicu and called to nnp. Serum glucose was critical at 971. Patient's vitals stable and monitoring and rn at bedside. Mother updated in her mother-infant unit room by nnps approximately 10 minutes later, serum glucose and electrolytes drawn per nnp and sent to lab diaper changed at this time and weighed 15 g. Critical sodium of 128 and critical glucose of 645 called to nicu from lab. These results were called to nnp patient's vitals and status stable. This rn at bedside and monitoring.